Manufacturer narrative:
Product ID: 97755-s lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported the controller and recharger would overheat when charging the implant. The issue began about over a month ago. During the call there were no damages on the battery pack and recharger. The caller mentioned the 4 pins in the controller were jagged. Caller denied the patient falling recently as well as no accidents and no changes in weight. Agent sent request to repair to replace the controller. See (pe: 709091453 ) for MRI/lost controller issue.